Event description:
It was reported that a spectrum pump experienced a link switch error. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of link switch error through the finding of system error 322 alarms within the history log, but could not reproduce it. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom.